Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, chair goes into lockout intermittently whenever tilt is attempted.